Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Data analysis: cases previous to this complaint had no evidence with relation to this complaint. On (B)(6) 2025, cp pump 561747 was inserted and did not have purge failures while the pump was running. After the pump was put to p-0 but the pump was still connected, console had a controller alarm for battery level below 50% but the console was performing as expected since the console had been running a pump on battery power for 4 hours so there was no power related malfunction. After the pump was disconnected, the console was shut off. 30 minutes later, the console was booted back up and had the same battery level low alarms and also a 418 purge pressure sensor failure for current or voltage out of range. The console was power cycled and plugged into ac power so the battery level low alarm resolved though the purge pressure 418 alarm returned, intermittently resolving and re-triggering. Device analysis: the failure mode reproduced intermittently during testing and was able to be isolated to the purge pressure board. That board was swapped out with a known-good and the failure mode would not reproduce. Root cause: the cause of the purge pressure sensor alarms was a defective purge pressure sensor board. H8 selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26686.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During this support, the automated impella controller (aic) had an ongoing controller failure alarm and the purge system stopped. The team was able to switch to a back up aic. There was no resulting harm to the patient.